Event description:
It was reported that patient's implantable neurostimulator (ins) reached battery depletion and no more recharges could be made. Impedance testing was done and impedances were good. Recharging the neurostimulator with another charging system was attempted and there was no improvement with it. It was stated that the patient "did not any more manage to charge it." The patient had never had a problem recharging before, there was no overdischarge of the neurostimulator and "no prm" (presumably, either physician mode recharge (pmr) or power on reset (por)). It was stated that "since the beginning of january, recharge became harder and harder and longer." On the day of the report, the recharge was not possible anymore. The antenna found the neurostimulator well, but the neurostimulator did not recharge anymore even after 5 hours of trying. It was later reported that a pmr was tried on the day of the report without a result, "the count down stopped after approximately two minutes of forced recharge and returned to a normal charge." An x-ray was made and showed that the ins was not flipped or tilted. The patient was not involved in a fall or accident. The patient was not receiving effective therapy because the battery of the ins was empty. It was also reported that it would seem that the ins did not move deeper than 1 cm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no anomaly. The ins passed functional testing. There were no recharge or coupling issues observed during bench testing at body temperature. The ins recharged from the "lock or sleep" mode to full in 6 hours and 40 minutes (2.885 volts to 4.070 volts) at body temperature with 8 bars of coupling. According to the trace report taken from the ins, the recharges done in the field were mostly very short with the longest being 1.5 hours. Each recharge done in the field showed an increase in the battery voltage indicating that the device was recharging, however, the ins was not charged long enough to reach a full level.